Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir did not fit correctly in insulin pump. Blood glucose was 158 mg/dl. Customer also reported that if the reservoir was full then the icon will show as half or 3/4 full only and she can validate the specific units left from the status screen of her insulin pump. Customer also reported that battery run out so fast. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).